Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 8:30 pm, the pediatric patient went to sleep. At around 1:00 am, the parent checked the dexcom readings. It was still showing numbers at that time, but the parent could not recall the exact reading. She back to bed and when she woke up in the morning the dexcom displayed a ¿sensor failed¿ alert at around 9:00 am. She thinks they were in deep sleep, so they did not hear any alarms during the night. When she checked on the patient that morning, she was very sick¿vomiting, shaking, and having difficulty breathing. Because of her condition, they brought her to the hospital. Upon arrival, the hospital staff evaluated the patient and advised that she needed to be transferred to another hospital. They arrived there at around 9:30 am and went straight to the emergency room. The patient was given IV fluids for dehydration (regular IV hydration). After running tests, they confirmed that she was in dka (diabetic ketoacidosis). At 11:00 am, they started her on an insulin drip and placed her under close monitoring and observation. They stayed overnight in the hospital until the doctor confirmed that she was stable and ready to go home. They were discharged on (B)(6) 2026 at around 1:00 pm. The following day, on (B)(6) 2026, she inserted a new dexcom sensor. At the time of the report, the patient was doing well. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.